Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medications had shown on the server as unloaded. A technical support specialist (tss) had backed up the database and confirmed that the data had been uploaded to the server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es medications showed on the server as unloaded. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.